Event description:
It was reported by the patient that "my heart rate is normally set for sixty two to sixty three, but now it's running up to eighty.". It was further reported that their implantable pulse generator (ipg) was not working. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.